Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 409 mg/dl. The insulin pump was not delivering insulin. He was stuck in the rewind complete/bolus delivery loop. The customer also experienced a low blood glucose level of 51 mg/dl. The product was not returned. Nothing further to report.